Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The company representative was able to replicate the reported issue. Two (2) illumination modules, a printed circuit board (pcb) multifunctional in/out (mfio), and the power tray were replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The root cause of the reported event is attributed to the two (2) nonconforming illumination modules, the nonconforming printed circuit board (pcb) multifunctional in/out (mfio), and the nonconforming power tray. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during retinal procedure illumination ports of an ophthalmic operating system was not functional and displayed a system message that illuminators were disabled. The surgery was completed on the same day using other system without any patient harm.